Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that their insulin pump had multiple replace battery alarms. The customer's blood glucose was unknown at the time of incident. The alarms started on (B)(6) 2017. The alarm will occur 24 hours after the battery has been replaced. Mother stated this has happened four times, no low battery alarms and no unattended alarms. The insulin pump is milling the label on the back. Mother stated the customer is using her older model insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, unexpected power loss alarm, replace battery alarm and replace battery now alarm noted in the insulin pump history due to connector resistance (printed circuit board). The loaded voltage (loaded vlith) display at the power management graph shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with missing end cap address label, scratched case, missing display window cover, minor scratched lcd window and cracked buttons keypad overlay.